Event description:
A malfunction alarm was reported by a distributor in sweden involving a pump that displayed malfunction code 16-0x20e6. There was no available information regarding the customer's blood glucose level at the time of the incident. The customer was informed that the pump, which was still under warranty, needed replacement. The customer chose not to disclose the backup therapy that would be used in the interim.